Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the article provided was not presented in a readable format. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that on literature review ¿metal-metal surface hip replacement versus total hip replacement: 18-month follow-up in young patients and those having many activities. Author: liang zhiquan¿, 2 patients experienced poor healing of incision while using a unkn reflection metal cup impl. 1 patient presented superficial vein thrombosis causing a revision surgery while using unkn reflection metal cup impl. 1 patient presented superficial vein thrombosis causing a revision surgery while using unkn fem head impl. 1 patient presented superficial vein thrombosis causing a revision surgery while using unkn reflection liner and 1 patient presented superficial vein thrombosis causing a revision surgery while using unkn synergy hip imp.